Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels exceeding 250 mg/dl, vomiting, abdominal pain, nausea an apathy. The patient was having issues with the personal diabetes manager (pdm). No information was provided on he type of treatment given at the hospital.